Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter displayed an error 2 message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at approximately 12:30pm. The patient stated that he does not take any medication to manage his diabetes. It is not known if the patient made any changes to his usual diabetes management routine when he was unable to obtain a blood glucose result due to the error message appearing. The patient reported developing symptom feeling shaky 30 minutes after the alleged issue began but denied receiving medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the error message was reproduced when the power button was pressed. The subject products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.